Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('one had migrated through the myometrium/perforation (other) please describe and state the location of the perforation: myometrium') in a 45-year-old female patient who had essure (batch no. 683282) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included acid reflux (oesophageal), anxiety and shingles. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), clonazepam, esomeprazole, omeprazole magnesium (prilosec), ranitidine hydrochloride, sertraline and sertraline hydrochloride (zoloft). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2016, the patient experienced peripheral swelling ("other injury(ies) or complication(s) please describe: right leg swelling"), gastrointestinal disorder ("bowel issues") and forgetfulness ("forgetfulness"). In (B)(6) 2017, the patient experienced pelvic pain ("pain/lower abdomen and pelvic"), abdominal pain lower ("pain/lower abdomen and pelvic"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), scar ("acne on face with scarring"), confusional state ("memory problems and confusion"), memory disturbance ("neurological conditions or problems type: memory problems and confusion"), dysmenorrhoea ("dysmenorrhoea (cramping)"), fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), diarrhoea ("diarrhea") and gastric ulcer ("gastric ulcers") and was found to have weight increased ("weight gain"). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 8 years 5 months after insertion of essure. On an unknown date, the patient experienced rash pruritic ("rash and itching") and depression ("depression"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, scar, confusional state, memory disturbance, dysmenorrhoea, diarrhoea, gastric ulcer, peripheral swelling and forgetfulness outcome was unknown, the pelvic pain, abdominal pain lower, menorrhagia, vaginal haemorrhage, fatigue, abdominal distension, gastrointestinal disorder and rash pruritic had resolved and the weight increased and depression was resolving. The reporter considered abdominal distension, abdominal pain lower, confusional state, depression, diarrhoea, dysmenorrhoea, fatigue, forgetfulness, gastric ulcer, gastrointestinal disorder, menorrhagia, pelvic pain, peripheral swelling, rash pruritic, scar, uterine perforation, vaginal haemorrhage, weight increased and memory disturbance to be related to essure. The reporter commented: discrepancy noted for date of insertion previously reported as (B)(6) 2010 now reported as (B)(6) 2010. Current weight 172 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Biopsy endometrium - on (B)(6) 2018: fragments of proliferative endometrium with premature glandular breakdown.. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: ovarian cysts concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: gastric ulcers,pelvic pain, menorrhagia lot number: 683282, manufacturing date: 2009-10, expiration date: 2012-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('one had migrated through the myometrium/perforation (other) please describe and state the location of the perforation: myometrium') and genital haemorrhage ('genital bleeding') in a 45-year-old female patient who had essure (batch no. 683282) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included acid reflux (oesophageal), anxiety and shingles. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), clonazepam, esomeprazole, omeprazole magnesium (prilosec), ranitidine hydrochloride, sertraline and sertraline hydrochloride (zoloft). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2016, the patient experienced peripheral swelling ("other injury(ies) or complication(s) please describe: right leg swelling"), gastrointestinal disorder ("bowel issues") and forgetfulness ("forgetfulness"). In (B)(6) 2017, the patient experienced pelvic pain ("pain/lower abdomen and pelvic/chronic"), abdominal pain lower ("pain/lower abdomen and pelvic"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), scar ("acne on face with scarring"), confusional state ("memory problems and confusion"), memory disturbance ("neurological conditions or problems type: memory problems and confusion"), dysmenorrhoea ("dysmenorrhoea (cramping)"), fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), diarrhoea ("diarrhea") and gastric ulcer ("gastric ulcers") and was found to have weight increased ("weight gain"). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 8 years 5 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), rash pruritic ("rash and itching") and depression ("depression"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, scar, confusional state and memory disturbance outcome was unknown, the genital haemorrhage, pelvic pain, abdominal pain lower, menorrhagia, vaginal haemorrhage, dysmenorrhoea, fatigue, weight increased, abdominal distension, diarrhoea, gastric ulcer, peripheral swelling, gastrointestinal disorder, forgetfulness and rash pruritic had resolved and the depression was resolving. The reporter considered abdominal distension, abdominal pain lower, confusional state, depression, diarrhoea, dysmenorrhoea, fatigue, forgetfulness, gastric ulcer, gastrointestinal disorder, genital haemorrhage, menorrhagia, pelvic pain, peripheral swelling, rash pruritic, scar, uterine perforation, vaginal haemorrhage, weight increased and memory disturbance to be related to essure. The reporter commented: discrepancy noted for date of insertion previously reported as (B)(6) 2010 now reported as (B)(6) 2010. Current weight 172 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Biopsy endometrium - on (B)(6) 2018: fragments of proliferative endometrium with premature glandular breakdown. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: ovarian cysts concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: gastric ulcers,pelvic pain, menorrhagia lot number: 683282 manufacturing date: 2009-10 expiration date: 2012-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Reporter information added. Event : genital bleeding added. Outcome of the event pain, bleeding, weight gain, bloating, forgetfulness, right leg swelling, bowel issues updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('one had migrated through the myometrium/perforation (other) please describe and state the location of the perforation: myometrium') in a 45-year-old female patient who had essure (batch no. 683282) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included acid reflux (oesophageal), anxiety and shingles. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), clonazepam, esomeprazole, omeprazole magnesium (prilosec), ranitidine hydrochloride, sertraline and sertraline hydrochloride (zoloft). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2016, the patient experienced peripheral swelling ("other injury(ies) or complication(s) please describe: right leg swelling"). In (B)(6) 2017, the patient experienced pelvic pain ("pain/lower abdomen and pelvic/chronic"), abdominal pain lower ("pain/lower abdomen and pelvic"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), scar ("acne on face with scarring"), confusional state ("memory problems and confusion"), memory disturbance ("neurological conditions or problems type: memory problems and confusion"), dysmenorrhoea ("dysmenorrhoea (cramping)"), fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), diarrhoea ("diarrhea"), gastric ulcer ("gastric ulcers"), gastrointestinal disorder ("bowel issues") and forgetfulness ("forgetfulness") and was found to have weight increased ("weight gain"). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 8 years 5 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("genital bleeding"), rash pruritic ("rash and itching"), depression ("depression"), back pain ("back pain"), visual impairment ("vision worsened"), alopecia ("hair loss"), hypoaesthesia ("my left arm and hand go numb, tingle, hurt"), oedema ("right leg, foot swell with pitting edema"), anxiety ("anxiety"), pruritus ("skin itches"), rash ("skin breakout"), night sweats ("night sweat") and parosmia ("smell metallic"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, scar, confusional state, memory disturbance, back pain, visual impairment, alopecia, hypoaesthesia, oedema, anxiety, pruritus, rash, night sweats and parosmia outcome was unknown, the genital haemorrhage, pelvic pain, abdominal pain lower, menorrhagia, vaginal haemorrhage, dysmenorrhoea, fatigue, weight increased, abdominal distension, diarrhoea, gastric ulcer, peripheral swelling, gastrointestinal disorder, forgetfulness and rash pruritic had resolved and the depression was resolving. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, back pain, confusional state, depression, diarrhoea, dysmenorrhoea, fatigue, gastric ulcer, gastrointestinal disorder, genital haemorrhage, hypoaesthesia, memory disturbance, menorrhagia, night sweats, oedema, parosmia, pelvic pain, peripheral swelling, pruritus, rash, rash pruritic, scar, uterine perforation, vaginal haemorrhage, visual impairment, weight increased and forgetfulness to be related to essure. The reporter commented: discrepancy noted for date of insertion previously reported as (B)(6) 2010 now reported as (B)(6) 2010. Current weight 172 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Biopsy endometrium - on (B)(6) 2018: fragments of proliferative endometrium with premature glandular breakdown.. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: ovarian cysts. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: gastric ulcers,pelvic pain, menorrhagia. Lot number: 683282 manufacturing date: 2009-10 expiration date: 2012-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2020: pfs and content from social media received. New events: back pain, visual impairment, hair loss, numbness of extremities, pitting edema, anxiety, pruritus, skin breakout, night sweat, parosmia were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('one had migrated through the myometrium/perforation (other) please describe and state the location of the perforation: myometrium') in a (B)(6) female patient who had essure (batch no. 683282) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included acid reflux (oesophageal), anxiety and shingles. Concomitant products included amfetamine aspartate; amfetamine sulfate; dexamfetamine saccharate; dexamfetamine sulfate (adderall), clonazepam, esomeprazole, omeprazole magnesium (prilosec), ranitidine hydrochloride (zantac euromedica), sertraline and sertraline hydrochloride (zoloft). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2016, the patient experienced peripheral swelling ("other injury(ies) or complication(s) please describe: right leg swelling"), gastrointestinal disorder ("bowel issues") and forgetfulness ("forgetfulness"). In (B)(6) 2017, the patient experienced pelvic pain ("pain/lower abdomen and pelvic"), abdominal pain lower ("pain/lower abdomen and pelvic"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), scar ("acne on face with scarring"), confusional state ("memory problems and confusion"), memory disturbance ("neurological conditions or problems type: memory problems and confusion"), dysmenorrhoea ("dysmenorrhoea (cramping)"), fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), diarrhoea ("diarrhea") and gastric ulcer ("gastric ulcers") and was found to have weight increased ("weight gain"). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 8 years 5 months after insertion of essure. On an unknown date, the patient experienced rash pruritic ("rash and itching") and depression ("depression"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, scar, confusional state, memory disturbance, dysmenorrhoea, diarrhoea, gastric ulcer, peripheral swelling and forgetfulness outcome was unknown, the pelvic pain, abdominal pain lower, menorrhagia, vaginal haemorrhage, fatigue, abdominal distension, gastrointestinal disorder and rash pruritic had resolved and the weight increased and depression was resolving. The reporter considered abdominal distension, abdominal pain lower, confusional state, depression, diarrhoea, dysmenorrhoea, fatigue, forgetfulness, gastric ulcer, gastrointestinal disorder, menorrhagia, pelvic pain, peripheral swelling, rash pruritic, scar, uterine perforation, vaginal haemorrhage, weight increased and memory disturbance to be related to essure. The reporter commented: discrepancy noted for date of insertion previously reported as (B)(6) 2010 now reported as (B)(6) 2010. Current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Biopsy endometrium - on (B)(6) 2018: fragments of proliferative endometrium with premature glandular breakdown.. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: ovarian cysts concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: gastric ulcers,pelvic pain, menorrhagia quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received. Reporter information, lot number, medical history, concomitant drugs, lab data added. Abnormal bleeding (vaginal, menorrhagia), malposition of essure device location of device: one had migrated through the myometrium/ perforation (other) please describe and state the location of the perforation: myometrium, rashes or skin conditions type: acne on face with scarring, neurological conditions or problems type: memory problems and confusion, dysmenorrhoea (cramping), pain/lower abdomen and pelvic, fatigue, weight gain, gastrointestinal or digestive system condition type: bloating, diarrhea, gastric ulcers, other injury(ies) or complication(s) please describe: right leg swelling, bowel issues, forgetfulness, rash and itching, depression added. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.